Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter fell out from the patient on the day of use.

Manufacturer narrative:
The reported event is unconfirmed since the reported failure could not be reproduced. Visual evaluation of the returned sample noted one opened (no original packaging present), silicone foley catheter present. The visual inspection of the catheter surface noted no obvious visible defects. The catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and balloon concentricity was observed to be 60:40. The balloon rested for 30 minutes without leaks. The balloon passively deflated without issue, returning 10ml of solution. The catheter was confirmed to be 16 fr. A potential root cause could not be found since the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon."

Event description:
It was reported that the catheter fell out from the patient on the day of use.